Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan done approximately five years and five months post index procedure revealed that the patient's proximal aortic neck had dilated. The proximal aortic neck diameter measured 31 mm currently. The bifurcate had migrated and is currently 2.5 cm below the lowest renal artery. There was a proximal type I endoleak observed around the stent graft. The patient received treatment the next day. The physician implanted an endurant aortic cuff inside of the aneurx bifurcate and extended up to the level of the lowest renal artery. The proximal and distal portion of the aortic cuff was ballooned. An aortogram was then performed and revealed that the proximal endoleak caused by the migration had resolved. The physician stated that the cause of the migration was continuing neck dilation. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.